Event description:
It was reported that the ilet device screen was unresponsive and exhibited cracks, and the user could not change supplies; cgm values were reportedly reading high, and the user administered a correction using subcutaneous insulin via syringe. Symptoms included hyperglycemia reaching a peak of 400 mg/dl. Outcomes included no reported medical intervention beyond self-administered insulin and no hospitalization. Investigation included a review of device performance based on user report and logistical replacement actions. Investigation of this case revealed a damaged display consistent with screen breakage. It was concluded that the event involved a hardware malfunction of the device screen with associated impact on use and glucose management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.